Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported that during the biopatch PICC dressing change, the slit was facing the distal end of the tubing. The transparent dressing was removed and the blue top came off. The white foam remained intact on the pt and had some blood on it. Scissors were required to remove the biopatch and there was concern for dislodging the catheter. The biopatch had been in place for 7 days. No pt consequences were reported. Additional info was received: the catheter was not dislodged.